Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified distal circumflex artery. The physician predilated the lesion with a 2.0x12mm emerge balloon and then attempted to advance a 2.25x32mm promus element stent to the lesion, but encountered difficulty advancing. While pushing the stent delivery system, the proximal shaft snapped and separated. Both segments of the device were successfully removed without patient complications. The procedure was completed with a 2.25x16mm promus element. No further complications were reported and the patient's status is ok.